Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. All operating currents were within specifications. Customer advised the battery icon functioned properly and the device had a cracked case on the window display corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for no delivery alarm was performed. Customer advised they changed out their set and the alarm was a past event. Customer advised the alarm had occurred during a bolus delivery. Customer advised a complete set change resolved the issue. Customer declined to return the infusion set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.